Event description:
Plaintiff's attorney reports cervical hardware and component parts were implanted in 1997. Sometime after the operation pt experienced pain; difficulty swallowing; and a clicking sensation in neck with any motion and dysphagia. In 1998 pt was discovered to have broken c3 and c6 screws and by about 4 months later, in 1998, the pt underwent surgery for removal of the cervical hardware and all its component parts. The number of broken screws is unknown to codman and the product codes have not be provided.